Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the corsium crew application indicating when the customer attempts to log on with valid credentials, however, were unsuccessful as there was an error message present. The remote service engineer rse further states partners, colleagues and customers were unable to login to corsium servers. There was no impact to the patient reported.